Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant procedure of the right atrial (ra) lead the physician experienced positioning / placement difficulty as the helix would not fixate or extend. The lead was not used and a replacement lead was used instead. No patient complications have been reported as a result of this event.